Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a capacitor maintenance check, non-sustained oversensing episodes due to oversensing were observed. The patient will continue to be monitored normally.

Event description:
The new information received notes that patient has been feeling fine.